Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/22/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? * what is the procedure name? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The surgeon washed the wound of the patient and sutured the muscle layer, which required the use of eight conventional needles. When the doctor used the second needle, it passed through the muscle layer and the needle disconnected from the suture. This situation occurred twice in a row, and the circulating nurse immediately added a new package of suture. Similar situations did not occur again afterwards, which caused some delay in time. There was no patient consequences reported. Additional information was requested.